Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge was not returned to animas. A reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed with no damage or defects were noted. A fill, force and leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient contacted animas on (B)(6) 2013 reporting being hospitalized with a blood glucose level of 18.8 mmol/l with lightheadedness; the patient reported being kept overnight for observation to rule out a brain bleed but confirmed that no additional treatment was received. The patient also indicated blood pressure levels were elevated as high as 200 mmhg systolic during the event. The patient indicated seeing air bubbles in the system. The patient confirmed that there was no noted damage to the cartridge or tubing. The patient was advised against disconnecting the tubing at the luer connection and advised the patient on removing air from the cartridge but flicking the cartridge and priming out the air bubbles that collect at the luer connection. This report is made based on the allegation that the patient sought medical intervention related incorrect disconnecting technique resulting in air bubbles in the system.